Event description:
It was reported that the pump is reacting without any buttons being pressed. Customer's blood glucose level at the time 69mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and cracked belt clip slot.